Event description:
The customer contacted physio-control to report that their device showed a service wrench icon in the readiness display. Upon device evaluation, physio-control observed that the device had all the icons (service wrench, charge-pak and attention) in the readiness display, and that the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the analog pcb assembly caused an excessive current which depleted the device's internal hybrid layer capacitor (hlc) batteries. Physio-control then further evaluated the analog pcb assembly and determined that the cause of the reported issue was due to a capacitor, designator c177 on the analog pcb assembly, that had cracked and shorted. A replacement device was provided to the customer under warranty.